Event description:
It was reported that, during an infusion, the Pump Modules, occurring one at a time, became unable to accept changes to the volume to be infused and subsequently stopped running. The patient remained hemodynamically stable. There was patient involvement; however, no patient harm.

Manufacturer narrative:
A FOLLOW UP REPORT WILL BE SUBMITTED WITH INVESTIGATION RESULTS SHOULD THE DEVICE BE REPAIRED OR THE DEVICE/LOGS BE RECEIVED FOR EVALUATION. PER 803.52(F)(11)(III). THE INFORMATION PROVIDED REPRESENTS ALL OF THE KNOWN INFORMATION AT THIS TIME. THE COMPLAINANT OR REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO THE MANUFACTURER.

Event description:
IT WAS REPORTED THAT, DURING AN INFUSION, THE PUMP MODULES, OCCURRING ONE AT A TIME, BECAME UNABLE TO ACCEPT CHANGES TO THE VOLUME TO BE INFUSED AND SUBSEQUENTLY STOPPED RUNNING. THE PATIENT REMAINED HEMODYNAMICALLY STABLE. THERE WAS PATIENT INVOLVEMENT; HOWEVER, NO PATIENT HARM.

Manufacturer narrative:
Correction: Medical Device Manufacturer, Reporting Office, PMA / 510(k)#.Additional Information: Unique Identifier (UDI) #, Medical Device Serial #, Device Manufacture Date, IMDRF Annex B code and Manufacturer Narrative.A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section H6 of this MDR report. ROOT CAUSE:The root cause of the reported issue in which the devices unexpectedly stopped the infusion could not be determined during the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.